Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted a broken occluder feet on the light blue main body. Functional testing including leak and clear passage testing were performed with no issues noted. There was no external leak, however, a fluid flow through the set was observed during the functional testing. The reported condition was verified. The cause of the condition could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had fluid flow with the twist clamp closed; further described as ¿leak from female connector when the clamp was closed¿. This occurred after treatment of peritoneal dialysis therap. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in (B)(6) 2023. H11: should additional relevant information become available, a supplemental report will be submitted.